Manufacturer narrative:
(B)(4). Section d4: UDI details are not available based on the time of manufacturing. Section h11: fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that the audible alarm of an mr850 respiratory humidifier was not functioning. There was no patient involvement or consequence reported.

Manufacturer narrative:
(B)(6). Section d4: UDI details are not available based on the time of manufacturing. Section h11: method: the subject mr850 respiratory humidifier was received at our fisher & paykel (f&p) regional office in china where it was inspected by a trained f&p service technician. Results: testing of the respiratory humidifier confirmed that no sound was generated from the speaker. Conclusion: the root cause of the speaker fault was not determined. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor reported on behalf of a healthcare facility in china that the audible alarm of an mr850 respiratory humidifier was not functioning. There was no patient involvement or consequence reported.